Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with silicone ring. It was reported that it came to a suspected cardiac tamponade postoperatively. There was no product-related problem, or incident in the course of the surgical procedure. The procedure, laparoscopic gastrectomy, was finished with no problem. Later in the post-operative period the patient exhibited a symptom like cardiac tamponade. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under (B)(4).

Manufacturer narrative:
No product available, therefore no failure description possible.the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production.there are no similar complaints against the same lot number(s) with this error pattern. Based on the information available and without the product, we cannot determine the root cause of the failure described. Accordint the 8 d report a CAPA is not necessary.